Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a week after implant of the right ventricular (rv) lead the patient had sharp pains and a diaphragmatic twitch due to no capture at high thresholds. The lead also had a sudden decrease in lead impedance. Additionally, the x-ray showed the lead advanced and it was believed that it perforated the rv apex. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.